Event description:
Reporter indicated a patient was having increased seizures felt to be related to a depleting vns battery. The patient had vns generator replacement surgery performed. A battery life estimate performed yielded approximately -4.49 years remaining. Review of the patient's vns programming history indicated that eri = no on the day of explant, indicating the generator was not yet at end of service. The patient was having 6-7 seizures in the previous four months, and previously was having only 1-2 seizures per year. The explanted generator was discarded by the hospital.